Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; both output connectors were broken. Analysis also found the display wires were pinched and exposed; insulation was almost fully broken around wires. Keypad and under all knobs were contaminated. Top of one decorative plug was ripped. (B)(4).

Event description:
It was reported that both of the output connectors were broken on the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.